Event description:
Initial event severity rating: event reached patient- caused significant harm or required major intervention. Event description: potential membrane oxygenator clot causing system high pressure and failure to initiate cardiopulmonary bypass. Patient had venous line open and found to have obstruction to forward flow. Oxygenator was changed out prior to canceling procedure.